Event description:
Customer reported with an issue of "air/water cannot pass the device smoothly" (clogged nozzle). The issue found during reprocessing. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
Address (full address of facility is (B)(4). The subject device was received and evaluated. Device inspection and evaluation service repair noted the nozzle was not deformed. There were foreign materials in the nozzle, the foreign materials could not be removed by engineer. The engineer did not know what the foreign materials were. Review of service history record showed that the device was repaired with the same issue (clogged nozzle ) four (4) times in the past years. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be identified. Based on the following information, the event was most likely caused by the reprocess after each case being inappropriate, and the nozzle became clogged with foreign matter such as gauze / foreign matter derived from peripheral devices / body fluid / adhered matter. The event can be detected/prevented by following the instructions for use which state: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the air-feeding function and inspection of the objective lens cleaning function." "Warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure." "Caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter after each patient procedure. "Clean the external surface. Immerse the endoscope in the detergent solution. Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. Flush the air/water channel with detergent solution. Remove detergent solution from all channels. Presoaking the endoscope. If there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces. Olympus will continue to monitor field performance for this device.